Manufacturer narrative:
E1:(B)(4). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when a nurse was using an arterial blood collection kit to collect blood on a 79-year-old female patient, he found that the end of the newly unpacked syringe was broken. He immediately stopped using it and replaced it with a new blood collection device. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. A photograph of the defective device showed the syringe was broken at the finger flange. The reported issue was confirmed. Root cause was not established. It is not possible to determine with any certainty if the syringe had been damaged prior or following the packaging process. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.